Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The stenosed target lesion was located in the shunt. This 7.0 x 40, 75cm mustang balloon catheter was selected to dilate the stenosis located in the target lesion. The balloon ruptured at 20atm upon the 1st inflation. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The stenosed target lesion was located in the shunt. This 7.0 x 40, 75cm mustang balloon catheter was selected to dilate the stenosis located in the target lesion. The balloon ruptured at 20atm upon the 1st inflation. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon to its rated burst pressure (rbp) noted a pinhole leak located approximately 27mm proximal to the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).